Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during deployment of a 7 fr. Exoseal vascular closure device (vcd), the pulsatile flow from bleed back indicator never stopped while a visual indicator changed to black-black/incorrect indication. So, the exoseal with the sheath introducer was removed from the patient without plug placement. There was no attempt made to deploy the plug/depress the deployment lever. There was no suspicion of intravascular plug deployment noted. Hemostasis was achieved by manual compression. There was no bleeding complication occurred during and after the procedure. There was no reported patient injury. The product was clinically used. And it will be returned for analysis. The exoseal vcd was used for hemostasis after a percutaneous coronary intervention (pci). The target lesion for the procedure was unknown. There were no calcification and tortuosity at the access site. The approach for the procedure was retrograde. The physician was certified for use of the device and had performed over fifty cases. The exoseal vcd was prepped properly according to the instructions for use (IFU). The vcd showed no visible signs of damage. A 6f unknown sheath was used. No other sheaths were used during the procedure. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. There was no resistance/friction experienced as the vcd was advanced through the sheath.

Manufacturer narrative:
The report received from the affiliate indicated that during deployment of a 7 fr. Exoseal vascular closure device (vcd), the pulsatile flow from bleed back indicator never stopped while a visual indicator changed to black-black. So, the exoseal with the sheath introducer was removed from the patient without plug placement. There was no attempt made to deploy the plug/depress the deployment lever. Hemostasis was achieved by manual compression. There was no bleeding complication occurred during and after the procedure. There was no reported patient injury. The exoseal vcd was used for hemostasis after a percutaneous coronary intervention (pci). The target lesion for the procedure was unknown. There were no calcification and tortuosity at the access site. The approach for the procedure was retrograde. The physician was certified for use of the device and had performed over fifty cases. The exoseal vcd was prepped properly according to the instructions for use (IFU). The vcd showed no visible signs of damage. A 6f unknown sheath was used. No other sheaths were used during the procedure. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. There was no resistance/friction experienced as the vcd was advanced through the sheath. The product was returned for inspection. One non-sterile 7f exoseal was received inside a plastic bag. The unit was inserted to a 7f non-cordis sheath introducer. Indicator window was received on black/ white position, guard was depressed, deployment lever was not depressed, and indicator wire was deployed. Plug was attached to the device. Blood residues were found in the device. The gap between the lock out plate and the indicator window was observed (as expected). No obstructions, loose or broken parts were observed. Indicator window achieved different positions by moving the lock out plate. An attempt to remove the residues of dried blood was made, however they could not be removed, therefore functional test could not be performed. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. In this case, the window changed to solid black upon retraction of the devices as per IFU, however there was no reduction in pulsatile flow observed. Therefore, the physician acted in accordance with the IFU and removed the sheath and vcd together and proceeded to manual compression. The IFU also instructs to not use the exoseal vcd to close arteriotomies created in areas of calcified plaque or stented segments. The indicator wire has the potential to catch in the calcification instead of the vessel wall leading to a false indicator window reading. Vessel characteristics are likely contributing factors the reported change in indicator window color before there was a reduction in blood flow from the bleed back indicator. The reported no reduction in flow could not be confirmed since functional test could not be performed due to residues of dried blood found in the delivery shaft. The reported indicator window- incorrect indication was not confirmed since functional test was successfully performed. Neither the DHR review nor the product analysis suggests that the failures are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.